Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Lot number provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: (B)(4). H6: visual inspection: actual device was not returned. Visual inspection performed at customer quality (cq) of the provided photo in complaint file was able to confirm the condition of being stuck with a schanz screw. The image shows two schanz screws, with the left one being stuck in the t-handle. DHR review: a review of the device history records was unable to be performed since the lot number was unknown. Document/specification review: relevant product design drawing was reviewed during this investigation. No product design issues or discrepancies were observed during this investigation. Conclusion: a definitive root cause for the event could not be determined based on the provided information. This complaint for being stuck is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation and the risk document adequately addresses the reported complaint conditions. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device: rod (part unknown, lot unknown, quantity 1); clamp (part unknown, lot unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part: 395.380, lot: 2082. Manufacturing location: bettlach, release to warehouse date: jun 08, 1999. Device history records could not be completed as device is older than 19 years. Product investigation was completed. T-handle f/steinm-pins+schanzscr was received. Visual inspection of the received device was performed at customer quality (cq) and the surface of the device appears to be worn out due to heavy usage for almost 20 years which would not contribute to the complaint condition. The screw was found to be disassembled and found to be broken threaded part and stripped threads which would have contributed to the complaint condition ¿stuck¿. Thus, confirming the complaint. The surface of the device looks like worn out, but no material issues were observed in the life time of the device which contributed to the complaint condition. Relevant drawings were reviewed during this investigation. No product design issues or discrepancies were observed during this investigation. A definitive root cause for the event could not be determined based on the provided information. This complaint for being stuck is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified because of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Date rec¿d by MFR : this date was inadvertently reported as 4/4/2019 in the follow up report mwr-(B)(4). The correct date is 4/5/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: unknown component (screw) (part# unknown, lot# unknown, quantity# unknown).

Manufacturer narrative:
Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient underwent a spinal procedure using a universal spine schanz fracture system (uss). During the procedure, the t-handle was stuck inside the top of the schanz screw and could not be disassembled. The schanz screw and t-handle had to be removed outside of pedicle, and this broke the pedicles. This occurred twice. Both pedicles were broken. The schanz screw was removed using a plier. There were fragments from the broken schanz screw that were not easily removed. Thus, an additional intervention was performed to remove the fragments of the schanz screw by hitting a hammer. There was a forty minutes surgical delay. The procedure was not successfully completed. The patient had no permanent damaged as of this time but there was an inflammation of nerve root l1-l2 level and was sent to intensive care unit (ICU) because of the pathology and complications during the procedure. The patient does not need to be re-operated for now until there was an evaluation of the previous surgery. This complaint captures the t-handle while (B)(4) captures schanz. This report is for one (1) simple t-handle. This is report 1 of 1 for (B)(4).